Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an percutaneous transhepatic biliary drainage (ptbd) procedure, the suture broke. The target lesion was located in the biliary system. The physician was using an apdl/8 flexima drainage catheter, tried to loop the end of the catheter when the suture broke. The physician cut the end of the catheter and removed the device from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.